Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n: (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 5/15/2018: date of event: (B)(6) 2017. Medical history/preexisting condition: history of breast cancer and radiation therapy to the left chest. Serial: (B)(4), implantation date: (B)(6) 2009. Initial reporter facility name: (B)(6). (B)(4). Bilateral implant site calcification was noted during replacement surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/4, mentor became aware the submission due date from the last report was mistakenly reported: report submission due date: 7/4/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon clinician's review on 6/12/2018, the following information has changed: patient age at the time of event: (B)(6), date of event: (B)(6) 2014, (B)(4). Is life threatening: check. Additional information was received that significantly changed the event description. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation in 2009 with mentor smooth round moderate profile 375 saline protheses developed breast cancer in 2014 in the left breast and had a lumpectomy followed by chemotherapy and radiation. The patient later presented with left breast softening and flatness in (B)(6) 2018. She was seen in consultation and the left implant was noted to be deflated. Ptosis was also noted in both breasts. The patient underwent surgery on (B)(6) 2018. On the right side, the implant was intact, yet there was capsular contracture and calcifications in the anterior portion of the capsule. On the left side, the capsule was extremely thick and calcified throughout. The patient underwent left total capsulectomy, right subtotal capsulectomy and bilateral saline implant removal and replacement with mentor smooth round high profile 500cc saline prostheses. There were no complications, and no specimens were sent to pathology. This report is for the left breast prosthesis.

Manufacturer narrative:
Mentor received additional information on 4/25/2018: bilateral capsular contracture of unspecified baker grade was diagnosed post procedure. The patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor smooth round high profile 500cc saline prostheses. No complications noted. Date of explant: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device or on the shell surface. According to the information received, it was reported a deflation, capsular contracture, breast ptosis, breast calcifications and neoplasm malignant on a saline breast implant. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5840967 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the calcification deposits occurred while in-vivo in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/28/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).